Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent graft deployment procedure intended for the stenosis in the brachiocephalic vein with access through the upper arm fistula, the stent graft allegedly failed to deploy. Reportedly, the device was removed from the patient's body and was observed that one of the stent struts allegedly perforated the outer sheath of the catheter. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: (...) Introducer sheath with appropriate inner diameter (...)". Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion."

Event description:
It was reported that during a stent graft deployment procedure intended for the stenosis in the brachiocephalic vein with access through the upper arm fistula, the stent graft allegedly failed to deploy. Reportedly, the device was removed from the patient's body and was observed that one of the stent struts allegedly perforated the outer sheath of the catheter. Another device was used to complete the procedure. There was no reported patient injury.